Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving intrathecal baclofen 500 mcg/ml via an implanted pump. The pump was programmed to deliver a dose of 55.6 mcg/day. The pump's IFU (indication for use) was listed as intractable spasticity and lumbar radiculopathy. It was reported that the catheter access port (cap) of the pump was exposed through the original incision. The patient did not have any symptoms of infection or withdrawal. The issue was presented to the physician on (B)(6) 2015. It was unknown what led to the event. The pump was explanted on (B)(6) 2015. In a phone call with an hcp on (B)(6) 2015, it was noted that the pump was removed on (B)(6) 2015, because "it broke through the patient's skin, the patient's skin was so thin." After consulting with another physician and the patient, the hcp elected to keep the catheter in place and tie it off in the pocket. It was unclear to the manufacturer representative if the hcp prescribed oral antibiotics post procedure. The patient did receive IV antibiotics during the procedure and the pocket was flushed with normal saline. The issue resolved at the time of report. The physician planned to order oral baclofen for the patient since they would no longer have intrathecal management. The patient status was reported as alive - no injury. It was noted that the device would be replaced in the future, unknown time.